Event description:
The meter does not power on. The pt did not experience any symptoms at the time of testing. The reporter tried to test the pt and the meter would not power on. The reporter contacted lifescan to have the meter replaced. The family member then took the pt to the hosp where the pt was treated with glucose. There is no info on what the reading was in the hosp. The pt was using the correct vial of test strips and when reporter pressed down on the power button the meter did not power on. Battery was replaced less than a year ago and was in good condition. Based on the info provided, there is no evidence of a serious injury. This case is being reported as a malfunction, since, the meter would not power on.